Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what do you mean by "suture is popping off at the swage" do you mean the needle pulled off from the suture during the procedure? Yes. Was the needle removed from the patient during the same procedure? Yes. Were there any unexpected outcomes or complications as a result of this suture needle pull off intra op event? No. What is the condition of the patient? Good. Facility name? (B)(6). Procedure date? Don't have exact dates. Event date? A manufacturing record evaluation was performed for the finished device lot qcmaxe, and no non-conformances were identified. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin lesion excisions procedure on an unknown date, and a suture was used. During the procedure, the suture popped off at the swage. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.